Event description:
The external pulse generator was returned to the manufacturer due to the advisory for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: (B)(4) encoder flex found out of specification. If additional relevant information is received, a supplemental report will be submitted.